Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported customer's high blood glucose levels and insulin leaking from the reservoir. The blood glucose reading was 470 mg/dl. Customer's spouse stated insulin leaked past the o-rings from the reservoir, and the insulin pump was exposed to fluid/moisture. Customer was treated with manual injection. Nothing further reported.